Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter was difficult to flush was confirmed and it appeared that the catheter was kinked during use. One 4fr d/l powerpicc provena was returned for investigation. The catheter exhibited evidence of use. The d/l tubing exhibited semi-circumferential creases near the 4cm and 5cm depth marks. A functional test revealed that the catheter lumens were patent to infusion; however, the flow rate was restricted when the catheter was kinked at the creases. Due to the condition of the complaint sample, it appeared that the kinks developed during use. The product IFU cautions, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rebt1602 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the 4 fr d/l provena powerpicc is difficult to flush and get blood return. The healthcare professional is constantly moving the patients arms to attempt to reposition the PICC. No injury to the patient. (B)(6) 2017 - the PICC was removed and 2 kinks were found in the line at about the 4 and 5 cm marks.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt1602 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported by the facility that the 4 fr d/l provena powerpicc is difficult to flush and get blood return. The healthcare professional is constantly moving the patients arms to attempt to reposition the PICC. No injury to the patient. (B)(6) 2017 - the PICC was removed and 2 kinks were found in the line at about the 4 and 5 cm marks.